Event description:
A scan again in 10 error messages was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced symptoms described as "loss of knowledge, disorientation, unspecified symptoms of hypoglycemia," and loss of consciousness and seizure. The customer was able to self-treat, but no treatment details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issue was observed with the returned sensor patch. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Data was extracted and crc (cyclic redundancy check) error log was observed. An extended investigator was also performed. Visual inspection has been performed on the sensor , no physical damage was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Data was extracted and crc (cyclic redundancy check) error log data error mismatch was observed, which indicates software corruption. Therefore, this issue is confirmed to software corruption. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan again in 10 error messages was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced symptoms described as "loss of knowledge, disorientation, unspecified symptoms of hypoglycemia," and loss of consciousness and seizure. The customer was able to self-treat, but no treatment details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.